Event description:
The following has been reported zo hamilton medical ag on september 14th 2023: the ventilator intermittently alarms with "exhalation obstructed" during ventilation while connecting to the patient. Replaced expiratory valve assy and a driver board. Still obstruction alarm came after days of usage. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. UDI related data quality update: this case is the follow-up of (B)(4). The original bak files were not available anymore. A new file had to be created.

Event description:
Exhalation obstruction alarm while connecting to patient.